Manufacturer narrative:
The product was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. No new information has been resolved. (B)(4).

Event description:
A surgeon reported that following glaucoma filtration shunt implantation, the shut touched the iris. There was no impact to the patient. The shunt remains implanted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that the shunt touched the iris again nine months after the first reported touch. He indicated that the filtration of the shunt decreased and the patient's iop increased. A laser treatment was used to release the shunt from the iris. Patient was then noted as recovered.